Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were analyzed for heparin content and no issues were observed relating to insufficient additive as all samples met specifications. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode insufficient additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe contained insufficient heparin solution. The following information was provided by the initial reporter: the nurse discovered that the built-in heparin solution was insufficient when performing arterial blood collection on the patient.